Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. In this case, it is possible that there was an inadequate connection with the indeflator during inflation/deployment, causing the reported activation failure including expansion failures and inflation problem; however, based on the information provided and without the device to examine, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 2.5x12 mm xience sierra stent delivery system (sds) was advanced to the target lesion, however the balloon failed to inflate and the stent did not deploy. The sds was removed without issue. There were no adverse patient effects and no clinically significant delay in the procedure. A new same size sierra sds was used to complete the procedure. No additional information was provided.